Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was 50 - 358 mg/dl. Reportedly, the customer felt lightheaded and the customer husband assisted by bringing carbohydrate and glucose tablets to help treat low bg. The customer will use manual daily injections for insulin delivery. A replacement pump was sent to the customer to resolve the issue.